Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported single leaflet device attachment (slda) is likely related to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device listed is filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted during preparation of the steerable guide catheter (sgc), when applying minus to the +/- knob, the knob would not move. The physician decided to not use the sgc and replaced it. Three clips (81220u128, 90219u291, 81227u142) were implanted, reducing mr to a grade of 2. A few days later, echocardiogram was performed and showed that one or more of the implanted clips had detached from one of the leaflets and remained attached to the other leaflet (single leaflet device attachment/slda). The physician was unable to determine which one of the implanted clips detached from the leaflet. It was also unknown which leaflet the clip detached from. No additional information was provided.